Event description:
During peripheral intervention of left iliac, the stent came off the deployment balloon in right iliac. A coronary wire then became tangled in the struts of the loose stent and the wire broke leaving a wire tip in the loose stent. A balloon was eventually advanced into the loose stent and it was expanded in the right iliac so it could not migrate. Another stent was deployed in the right iliac overlapping the edges with the first stent to safely trap the loose fractured wire tip.